Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion and leaks past both o-rings from the reservoir. The customer's blood glucose reading was 120 mg/dl. The customer stated that she went back on the pump from the pen and received a no delivery alarm. The customer stated that the leak is passed the o-ring. The customer stated that there is no fluid under the lcd display or reservoir compartment. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer was unsure if there were air bubbles in the reservoir. The customer will be sent a replacement set.